Manufacturer narrative:
Product complaint # ==> pc-(B)(4) this product was reported in error.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Articulating surface fb cracked and broke and other size 3 articulating surface fb has broken spring.